Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) and prialt (concentration and dose unknown) via an implanted pump. These were listed as the patient¿s ¿old¿ drugs and the patient¿s ¿current¿ mediations included hydromorphone (unknown concentration) with a dose of 0.1998 mg/day and bupivacaine (unknown concentration) with a dose of 0.749 mg/day. The indication for use was listed as failed back surgery syndrome and spinal pain. With the pump he was not getting any better and they turned the pump down to as low as it could go and he still was not getting any relief from it. The patient had gone to a new healthcare provider (hcp) and they had tried everything with no success. He was supposed to go in august 2015 to get a pump refill and the patient was not getting any better and did not go to the appointment. Th e hcp tried pretty much everything for pump medications with no success in getting pain relief. When they were using the bupivacaine it numbed his legs so much and the patient had to go back in and get it adjusted. He laid in a chair to sleep since 2009-2010 and started a new pain doctor; however, they did not do anything with the pump. Since 2014, the patient was not getting pain relief and the healthcare provider (hcp) was doing different kinds of pump medications like baclofen and ¿everything else¿ and was not getting any kind of relief from the medications. The patient stopped seeing the hcp in (B)(6) 2015 and was supposed to get a pump refill, but decided not to go. The whole time he had the pump he was not getting relief. The patient wanted locator listings. According to information obtained from the patient¿s personal therapy manager (ptm) the patient had an upcoming refill date of (B)(6) 2016 and the last change was on (B)(6) 2015. It was noted the patient was disabled and transportation was difficult. On (B)(6) 2016 ,the managing physician stated that they had not seen the patient since (B)(6) 2015 and the issue was not presented to them at all at that time. Other medications the patient was taking at the time of the event, pertinent medical history, troubleshooting and the cause of the lack of effect not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Last year, the patient's pump stopped working and he believed it was because the drug was not helping his pain and indicated he had no pain control. He had tried all kinds of drugs in the pump including prialt, baclofen and others. The physician "messed" around with the medications for many years but saline was finally placed in the pump. The patient was seeking out other pain control methods (ie cannabis) and asked about putting cannabis oil in the pump.

Manufacturer narrative:
The information in the initial report references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. In (B)(6) 2016, the hospital did a dye study and the patient was told he needed a new catheter. The catheter was put in the wrong place. Regarding the medication in the pump, it was indicated that they tried "all kinds." The pump was previously delivering bupivacaine prialt, baclofen and morphine (unknown concentration and dose). The results of the dye study, actions/interventions taken to resolve the lack of therapy relief and the catheter issue, the cause of the lack of pain relief and needing a new catheter and if the lack of pain relief and needing a new catheter was resolved not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.